Event description:
A surgeon reported a patient with an unexpected refractive outcome following the intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. There was not enough information from the account to properly complete an investigation. Additional information was requested on 05/01/2012 and 05/09/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).